Manufacturer narrative:
(B)(4). Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 108 mg/dl. Customer stated that the numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The device will be returned for analysis.